Event description:
New information received notes that the lead was explanted and replaced. The patient was recovering following the procedure.

Manufacturer narrative:
Final analysis found that as received, a partial lead was returned in two pieces measuring 11.5 cm and 38.5 cm, respectively. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies except for damages consistent with those occurring at the time of procedure. The reported event of noise was not confirmed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for remote follow up via merlin.net with the right ventricular lead exhibiting episodes of noise. The noise was reproducible in-clinic. No interventions or patient consequences were reported.